Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 4/20/2015, electrode belt: 4/11/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing. The patient's son reportedly called ems after the patient lost consciousness. Review of the patient's download data revealed that prior to passing, the patient received 13 appropriate treatments from the lifevest and one non-lifevest defibrillation. At 12:34:17, the patient received the first treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus bradycardia at 20 bpm with pvc's. At 12:35:52, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus bradycardia at 30 bpm with recurrent vf. At 12:36:24, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was sinus bradycardia at 50 bpm with pvc's. At 12:38:14, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus bradycardia at 50 bpm. At 12:39:41, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was severe bradycardia at 10 bpm with recurrent vf. At 12:40:42, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus rhythm at 65 bpm with hb. At 12:41:55, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole for 10 seconds transitioning to sinus bradycardia at 20 bpm with recurrent vf. At 12:42:26, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus rhythm at 80 bpm with recurrent vf. At 12:43:00, the patient received the ninth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus tachycardia at 110 bpm slowing to sinus rhythm at 60 bpm degrading to vf. At 12:44:02, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole for 13 seconds transitioning to sinus bradycardia at 30 bpm with recurrent vf. At 12:44:34, the patient received the eleventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus rhythm at 70 bpm with recurrent vf. At 12:45:01, the patient received the twelfth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus tachycardia at 110 bpm with motion artifact. At 12:49:50, the patient received the thirteenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 12:49:58, the patient received a non-lifevest defibrillation. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. This event is being reported out of an abundance of caution due to the post-shock asystole events and failure to convert events on the day of the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.